Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. Lead amage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular lead. The patient did not experience adverse health consequences.

Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.